Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the rca. Approx 13 days post index procedure the patient suffered a st elevation mi. No action was taken. It was reported that the mi was related to probable stent thrombosis. The investigator assessed the event as probably related to the index device and not related to anti-platelet medication. The patient is not recovered.